Manufacturer narrative:
Evaluation - eval for device 2 of 2 (refer to manufacturer's report number 1627487-2010-00034 for device 1). Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. The lead was received with the scs system and analysis was performed. The ipg passed tests and appears to be in good condition. The lead was observed to be severely damaged and failed testing. It is unk how and when the lead sustained damage. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. (Refer to manufacturer's report number 1627487-2010-00034 for device 1).